Event description:
It was reported by service report that the foot left side rail would not rise due to the timing link being bent. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Siderail timing link.